Event description:
It was reported that a flogard infusion pump was inoperable. It is unknown during what process step that this malfunction was identified. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An event history log review was performed; a review of the event log was not able to confirm the reported problem. The flogard was serviced on-site. The device was visually inspected and tested. During a power on self test and a battery test the battery was identified to be out of range. The root cause was determined to be a depleted main battery. The battery was replaced to fix the reported condition.